Manufacturer narrative:
A mechanism check was performed and it was observed that a wash nozzle was dripping. The field service engineer repaired the nozzle drip. All probes, wash stations, rinse nozzles, and vacuum nozzles have been checked, cleaned, and were found to be ok. No further issues have occurred.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cholesterol value of 346 mg/dl and repeated as 171 mg/dl. The repeat value was considered correct. The cholesterol reagent lot number was 59723101, with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.